Event description:
It was reported by service report that the left side rail would not lock up. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the headend left siderail malfunctioned.